Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that "at the moment of the charge, it pre discharges and noises are heard". There was no pt involvement.